Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats procedure, cut but did not staple, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: the device stapled only partially or the cartridge blocked. Sales rep re-trained nurses as he is of the opinion that it is a handling issue. Especially because the nurse complaint about having difficulties to reload the stapler with cartridges. Only the cartridge will be returned, the device was discarded.